Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 08d06, that has a similar product distributed in the us, list number 8d06-31 / 41, with 510k/PMA/bla number k153730. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false nonreactive architect syphilis tp results for multiple samples. The following data was provided: sample 1: initial result = 0.93 s/co, weigao platform = 3.71, tppa = positive, immunoblot = faint bands for p15, p17, and p47. Sample 2: initial result = 0.39 s/co, weigao platform = 1.16, tppa = weakly positive sample 3: initial result = 0.90 s/co, weigao platform = 4.64, tppa = positive sample 4: initial result = 0.91 s/co, weigao platform = 2.58, tppa = weakly positive sample 5: initial result = 0.74 s/co, weigao platform = 3.21, tppa = weakly positive sample 6: initial result = 0.46 s/co, weigao platform = 2.16, tppa = positive, immunoblot = faint bands for p15 and p47 . No impact to patient management was reported.